Event description:
It was reported that the 2800 system had an audible beeping and appeared to be making x-ray. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.